Event description:
It was reported to philips healthcare that the device had ECG bias-processor pca status log messages nad issues with ECG output. There was no negative impact.

Manufacturer narrative:
(B)(4).